Manufacturer narrative:
Product analysis (B)(4), lotno:b471960 as found condition: the pipeline flex device was returned for analysis inside a phenom 27 catheter, a sealed biohazard bag, and a shipping box. Damaged location details: the pipeline flex¿s tip coil is in good condition. The distal and proximal dps restraints and dps sleeves were found to be intact, with no signs of damage. No defects were found on the re-sheathing marker and re-sheathing pad. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation or damage. The braid¿s distal and proximal ends were opened and frayed, while the middle part was fully opened. No defects were found on the pusher wire. No other anomalies were found. Testing/analysis: the pipeline flex pusher wire was easily pushed out from the catheter lumen. Conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at distal¿ complaint was not confirmed, as the returned pipeline flex braid¿s distal and proximal ends were found to be opened and frayed. However, the root cause of the failure to open could not be determined. Possible causes include vessel tortuosity, the user deploying the braid in the vessel bend, and a damaged braid. In this event, the customer stated that the vessel tortuosity was normal and the braid was not placed in the vessel bend, ruling out the vessel tortuosity and the user's deployment of the braid in the vessel bend as a potential cause. Therefore, a damaged braid could have contributed to the failure to open. The braid can be damaged due to over-manipulation, re-sheathing more than twice, deployment technique, delivering or retracting the delivery wire against resistance, or deploying or re-sheathing against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the package was opened, hydrated, and the stent was delivered into the microcatheter, and the tip end could not be opened. The operation was completed by replacement of the stent. The device and any accessories were prepared as indicated in the IFU. The pipeline was used for an approved (on-label) indication. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, unruptured right internal carotid artery c4 segment aneurysm with a max diameter of 8 mm and a 8 mm neck diameter. The landing zone was 4 mm distal, 5 mm proximal. It was noted the patient's vessel tortuosity was normal. Dual antiplatelet therapy (dapt) was administered, platelet reactivity units (pru) level was normal. The angiographic result post procedure was aneurysm.

Event description:
Additional information was received reporting that the cause of the failure to open was the tip end could not be opened. The pipeline was not positioned in a vessel bend when it failed to open. Any additional steps attempted to open the pipeline included that it was retrieved and pushed multiple times, could not be opened.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.